Event description:
The customer called to report that a high bg (258mg/dl) was experienced within five hours of activating a new pod. Over the next three-and-a-half hours, her bgs remained elevated. Blood was seen in the cannula, though no pod alarm was reported. The pod was deactivated and will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.